Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that following implant, the patient felt a tingly sensation around the implant site. The patient was readmitted to the hospital the day after implant due to swelling at the ins site and excruciating pain at the ins pocket and lead sites. The patient also reported that the top of the ins ¿tips out¿ of the ins pocket and it has been like this since implant. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the tingling sensation and swelling had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.